Event description:
The customer reported that they performed compatibility testing performed on the ortho provue analyzer with a patient sample that has anti-jka. The customer reported that the patient sample did not react with jka positive donor units.

Manufacturer narrative:
The customer reported that they performed compatibility testing performed on the ortho provue analyzer with a patient sample that has anti-jka. The customer reported that the patient sample did not react with jka positive donor units. The customer returned patient and donor samples for additional investigation. The customer complaint could not be confirmed as reported. The customer is confident that the incident was sample related. Incident appears to be isolated. However, the analyzer could not be ruled out as a contributing factor to this incident. If this incident were to recur undetected, it may lead to the transfusion of incompatible blood. However, the results of the compatibility testing did not match results obtained by an alternative method, preventing erroneous results from being reported.